Manufacturer narrative:
Date sent to the FDA: 11/3/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted a hernia recurrence, several indirect hernias, bowel obstruction, seroma and adhesions to the failed mesh which migrated from the implant site. It was reported that the patient underwent abdominal wall debridement on (B)(6) 2019. It was reported that the patient underwent recurrent ventral hernia repair surgery and abdominal wall debridement and/or abdominal sinus draining on (B)(6) 2019. It was reported the patient underwent surgical repair of a fistula with bowel complications on (B)(6) 2019. It was reported that the patient underwent surgical repair of recurrent hernia and fistula with complications on (B)(6) 2019. It was reported that the patient experienced severe chronic pain, bowel obstruction, mesh migration, seroma, fistula, adhesions, abscess, nausea, diarrhea, inflammation, permanent abdominal disfigurement and loss of physical independence. No additional information is provided.